Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device history record (DHR) review: part: vs206.012; lot: l698965; manufacturing site: (B)(4); release to warehouse date: 13.dec.2017. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation summary: the complained device was sent to manufacturing site for evaluation: summary of the manufacturing evaluation: as per selected investigation flow from investigation sheet, a visual inspection has been initially performed. No functional tests have been performed because no functional test is part of the current product quality plan of this item. For this reason, a dimensional inspection and a document/specification review have been performed too and they found that the geometries of the features responsible for the functionality of this item (self-tapping flutes and thread features) are conforming to specifications. No manufacturing defects or deficiencies identified, thus the complaint investigation is considered as not manufacturing related. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is a veterinary product. No patient information will be reported. Date of event is unknown. Device malfunctioned intra-operatively and was not implanted / explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a vet locking screw locking compression plate (lcp) self-tapping could not be inserted in a screw hole during an unknown surgery. The surgeon tried the same locking screw in another screw hole, but he failed again. Another screw was inserted into the affected hole to complete the procedure. The surgeon suspected that the affected locking screw had a problem since another locking screw could be inserted into the affected hole. The surgery was completed successfully without delay. There was no adverse consequence to the patient. Concomitant device: plate (part: unknown, lot: unknown, quantity: 1). This report is for a 2.7 mm locking screw self-tapping with t8 stardrive recess 12 mm. This is report 1 of 1 for (B)(4).